Manufacturer narrative:
Result: malfunction of the sensor coil cord.

Event description:
It was reported by service report that the head-end was stuck at the highest position. It is not known if there was any patient involvement or adverse consequences related to report.